Manufacturer narrative:
No button error alarm. Unit received with no button response due to flattened act button keypad dome. The button keypad connector was found closed properly during visual inspection. Unable to perform functional test due to keypad anomaly. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown at the time of incident. Customer states pump did not alarm no delivery during manual prime. Customer was unable to troubleshoot. The customer was advised that the insulin pump will need to be replaced. The customer was advised to monitor the pump and call back if issue occur again. The insulin pump will be returned for analysis.